Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the pulse generator exhibited no rate response. The sensor was reactivated using the accent rate responsive sensor adjustment.